Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.2, lab: -; (B)(6) 2011, -, 3.1; (B)(6) 2011, 1.3, 3.2. Patient's therapeutic range: unk (likely 2.0-3.0 inr). On (B)(6) 2011, pt was taken off coumadin in preparation for tooth extraction. On (B)(6) 2011, pt tested at the hospital due to excessive bleeding after tooth extraction and coumadin was still held at this time. On (B)(6) 2011, pt's coumadin was still being held.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.3, reference: 3.2, mean: 2.25, confidence limits: 1.4-3.1. A 1.2 and 3.1 inr results were excluded from comparison test since no corresponding reference and inratio value was provided for each result. In addition, three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on (B)(6) 2011 revealed that result comparisons met accuracy criteria. Root cause of complaint could not be determined from the info provided by the customer. Investigation results for retained strip lot #262187. At least two out of three replicates for both donors are within the allowable bias for accuracy. No further investigation will be pursued at this time. As of (B)(6) 2011, (b)() discrepant result complaints were reported for lot #262187, yielding a complaint rate of (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.